Event description:
During the procedure, it was reported that when the physician was trying to deploy the stent after the stent reached the target lesion, the inner body could not be advanced and the outer body could not be withdrawn. Therefore the stent was removed, however the stent was prematurely deployed in the guide catheter during removal. The procedure was completed with other stent. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the stent delivery catheter was stretched and the stent stabilizer was kinked. In addition, there was a lot of fiction when the stent stabilizer was being pushed and pulled in the stent delivery catheter. The stent was not returned. Functional testing could not be performed due to the damage noted to the device. Information from the complaint indicated that the stent system was confirmed to be in good condition prior to use, the device was prepared as per the dfu, the rhv on the outer body was loosened before deploying the stent, the stent was deployed in the guide catheter during removal, continuous flush was maintained throughout the procedure, and the anatomy was moderately tortuous. Based on the information currently available and the device inspection, it is probable that the stent system (stent delivery catheter and stent stabilizer) was damaged (stretched and bent) due to advancement/withdrawal against the reported resistance, which may have been caused by the patient's anatomy according to the available information. As a result, a cause of procedural factors was assigned to the analyzed 'stent delivery catheter stretched' and 'stent stabilizer kinked/bent', the reported ¿stent delivery catheter friction', and the analyzed/reported 'stent stabilizer/catheter friction'. From the condition of the inner body bumper marker just proximal to the outer body distal end it appears that the stent could have been pushed out with the inner body bumper marker. However, because the stent was not returned and the complaint information did not clearly indicate if the operator pushed the inner body independently to advance the system, a definitive assessment could not be made. Therefore, a cause of undeterminable was assigned to the reported 'stent deployed prematurely during use'.

Event description:
During the procedure, it was reported that when the physician was trying to deploy the stent after the stent reached the target lesion, the inner body could not be advanced and the outer body could not be withdrawn. Therefore the stent was removed, however the stent was prematurely deployed in the guide catheter during removal. The procedure was completed with other stent. No clinical consequences reported to the patient.